Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a scratched lens. During analysis, the device was powered up and it alarmed ec 1660 which is an issue with processor on the circuit board. Service will replace the circuit board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited constant alarm with error 1660. No patient was involved in this event. No adverse effects were reported.